Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel, which was oversensed resulting in pacing inhibition and inappropriate shock.